Manufacturer narrative:
Investigation findings: conmed linvatec received this handpiece for evaluation and confirmed the reported problem of overheating. During testing of this handpiece, it generated heat in the body related to motor failure and worn bearings in the collet. In addition, this unit is overdue for preventative maintenance. This unit has no repair history with an invoice date of november 2005 . The handpiece instruction manual warns the user: prior to each use, all instruments and accessories must be inspected for proper operation. Overheating might occur if the instrument or accessory bearings are worn or are not kept cleaned. Continually check all parts of the instrument or its attachments for overheating and discontinue use and return the equipment for service as necessary. Overheating can cause serious injury to the patient or operating room personnel. The service interval for this device is every 12 months. Associated MDR: 1017294-2008-00286

Event description:
The customer reported that during use of this drill with bur guard, the surgeon felt heat in the area of the bur guard. The surgeon discontinued use of the device, obtained another unit and completed the surgery as intended without injury or surgical delay.